Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn during cataract surgery. The customer indicated the phaco handpiece was overheating. Sutures were required to complete the case. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the surgeon reported that during surgery she experienced a corneal burn. The surgeon noted the occlusion alarm sounded, but the phaco tip was not clogged. The surgeon thinks the phaco handpiece generated too much heat and this contributed to the event. The wound was sutured. The surgeon does not re-use any single use product. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. No sample will be returning for evaluation. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The cataract system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the company representative confirmed no problems were found with the system. There was no information concerning the phaco handpiece, however. The system was tested and found to meet specifications. The phaco handpiece was manufactured on march 23, 2016. Based on qa assessment, the product met specifications at the time of release corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).